Manufacturer narrative:
Update data in fields.

Event description:
It was reported that the device was warm to touch. There was no associated procedure.

Event description:
It was reported that the device was warm to touch. There was no associated procedure.